Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and a loss of osseointegration; subsequently the device was explanted and the patient was treated with oral and topical antibiotics (date and duration not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.